Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during previous therapy while the hp was connected. The hp had disconnected from the hc and disposed of all the supplies. The technical service representative (tsr) reviewed the alarm log and explained the possible causes of the alarms. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.